Event description:
It was reported that the robotic assisted saw interface stopped working. According to the report, the interface did not work properly. During an in-house engineering evaluation, it was determined that the device had undesired movement or play between the device clamp and device itself. It was not reported if the device was used in surgery, or if there was patient involvement. It was reported that there were no delays in the surgical procedure. It was unknown if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the actual device was returned for evaluation. It was found that the overall appearance of the device showed signs of normal wear, and signs of galling was noted on the pins of the saw clamp lever component, most likely due to the constant interaction between metal components. While conducting functional tests with the production equivalent saws attached, the assessment found undesired movement or play between the device clamp and device itself. Despite the toggle, there was no undesired movement or play noted between the saw clamp mechanism and the saw. The overall complaint was confirmed as the observed condition of the device would be expected to contribute to the complained device issue. The failure related to the looseness is being addressed through a CAPA. The assignable root cause was due to design.